Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her freestyle libre 2 sensor detached after 10 days of wear and she was therefore unable to obtain glucose results. As a result, customer experienced symptoms described as sweating and "not fully aware" and paramedics were called. Upon their arrival, paramedics transported customer to a hospital where she was diagnosed with hypoglycemia and administered intravenous glucose. Customer remained hospitalized for 3 days. There was no report of death or permanent injury associated with this event.